Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient initially reported that they experienced itching, a burning sensation, redness, swelling, bumps, blisters and scarring in the shape of the sensor patch on (B)(6) 2020. Additional information was obtained on (B)(6) 2020 that the patient had developed scarring. The patient described the scarring as thick, rough, white skin in the shape of the sensor patch 'all over her body' since the event, the patient has used various barrier products; overlay patches, tegaderm, skin tac, band aids, flonase, and hydrocolloid patches. No additional patient or event information is available.